Event description:
It was reported that, during the implant procedure of this inflatable penile prosthesis (ipp), a bladder injury occurred while placing the reservoir. Three months later, the patient presented a hematoma in the scrotum and groin, along with a hole in the scrotum, near the pump. A surgical procedure was performed, during which cylinders and pump were removed and replaced. The existing reservoir was drained and retained, and a new one was added to the system. There were no device issues reported and further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.